Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service in 2009, on behalf of the lay-user/pt, alleging that the one touch ulramini meter is giving an error 5 message. Reportedly, the error 5 message has been intermittent for the last 4 months. Sometime after the product issue began, the pt developed symptoms of "shaky and weak". The pt did not take any action and denied receiving any medical treatment. According to the troubleshooting performed with customer service, the testing process was correct, the test strips were in good condition and within the discard date, the test strip completely drew in the sample, and the product issue was not resolved. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.